Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected longevity. Also, the left ventricular (lv) lead exhibited high outputs due to varying thresholds and is not positioned well. The ICD was explanted and replaced. The lv lead remains in use, the physician decided not to replace it, but is planning on implanting an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Products: 4574 implantable pacing lead 2010 (B)(6); 6944 implantable tachy lead 2010 (B)(6). (B)(4).